Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00014, device 2 is being reported under MDR-2247858-2023-00015, and device 3 is being reported under MDR-2247858-2023-00016.

Event description:
Site reported type I/iia endoleak. Per site, "first angiography after deployment demonstrated a type I endoleak so multiple ballooning's were performed with a coda balloon followed by a reliant balloon with a a persistent type I leak left. The main body sheath was then swapped out for a gore dry seal sheath on the right side and the endo anchor system was introduced. Endo anchors were deployed around the proximal neck just below the bare stent in the material every 45 degrees for the circumference of the neck. This did improve the type I endoleak but there was still a small endoleak left at the end of the case. There is also a delayed type ii endoleak. I did not feel further intervention at this time was warranted." Patient outcome - "per site, outcome is ongoing."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00014, device 2 is being reported under and device 3 is being reported under MDR-2247858-2023-00016.

Event description:
Site reported type I/iia endoleak. Per site, "first angiography after deployment demonstrated a type I endoleak so multiple ballooning's were performed with a coda balloon followed by a reliant balloon with a a persistent type I leak left. The main body sheath was then swapped out for a gore dry seal sheath on the right side and the endo anchor system was introduced. Endo anchors were deployed around the proximal neck just below the bare stent in the material every 45 degrees for the circumference of the neck. This did improve the type I endoleak but there was still a small endoleak left at the end of the case. There is also a delayed type ii endoleak. I did not feel further intervention at this time was warranted." Patient outcome - "per site, outcome is ongoing."